Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. Customer's blood glucose level went up to 475 mg/dl. The customer's high blood glucose symptom was that she was thirsty. The customer treated her high blood glucose level with the insulin pump. The customer also experienced a low blood glucose level of 50 mg/dl. She treated her low blood glucose level with food and glucose tablets. The device was not returned.